Manufacturer narrative:
A 510k # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter was prompting "ER 2", "ER 4" and "ER 5" messages. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that all three alleged error messages began to appear on (B)(6) 2010 at 7:30 am. The csr noted that the patient manages her diabetes with oral medications (metformin and januvia); however, it is not known if she made any changes to her usual diabetes regimen as a result of the alleged issues. Half an hour after the alleged error messages began to appear, the patient claimed she felt shaky, irritable and developed a headache. At the onset of the symptoms, the patient reported treating herself with food and/or drink. At the time of troubleshooting, the csr noted that the patient was using the subject meter for the first time when the alleged error messages appeared. The csr confirmed that the "ER 2" message did not appear when the subject meter was manually powered on. However, the patient did not have all her testing supplies at the time of troubleshooting and therefore the alleged error messages remained unresolved. Replacement products were sent to the patient. These complaints are being reported because the patient claims she was unable to test her blood glucose due to the reported error messages and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.